Event description:
The reporter indicated that a patient indicated that a evo viva implantable collamer lens was implanted into the patient's eye. She is unsatisfied with the outcome of the surgery. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim#: (B)(4).